Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple episodes of non-sustained right ventricular oversensing resulting in pacing inhibition. The patient is not dependent and was asymptomatic to the event and in stable condition. No intervention was performed.